Event description:
The patient was administered conscious sedation prior to the start of the procedure. It was confirmed that there was a 2¿4-minute delay during the procedure to change the equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the main lamp did not light up due to a failure of the power supply unit. In turn, the lamp shifted to the backup lamp. However, the root cause could not be identified. This supplemental report includes additional information received from the customer. B5 updated accordingly. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a preparation for a diagnostic bronchoscopy procedure, while using the light source, the main lamp would not light and would switch to the spare lamp. The xenon lamp had been replaced with a new one, but the problem persists. The intended procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of the main lamp would not light was confirmed due to a power supply unit failure. Additional issues were identified during the device evaluation: low light in the narrow band image due to a foggy narrow band lens; corroded wire; heavy corrosion on the rear panel; and corrosion on the scope socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.